Event description:
It was reported that: "micro puncture and ultrasound were utilized to gain central access in the common femoral artery. Vessel size was 8.3mm with mild iliac calcification. Measured depth for the manta was 1.5cm. Systolic bp was 124mmhg and act was 273. Both heparin and protamine were administered. End of evar procedure, advanced manta sheath over wire. Advanced manta device to sheath, clicked into sheath. On manta deployment doctor surpassed deployment depth. Advised physician to open another manta device. Opened a new device. When withdrawing existing manta, physician felt resistance. It was noticed that the anchor was not at the end of the manta device and suture was tugging from groin. The blue anchor release was never rotated. Lever to release anchor was never rotated. Angiogram performed. Physician ballooned femoral artery. Time to hemostasis was almost an hour." Additional information: " the blue deployment lever was never rotated (activated) to release the anchor. When the doctor clicked the manta device to the manta sheath and went to the deployment depth, he surpassed the number we obtained in the beginning with the depth locator. When this happened, I told the physician we needed to open a new manta and redo the steps. When he tried withdrawing the whole manta device from the patient's groin, he felt resistance. That is when I looked down at the patient's groin and noticed that the suture portion was inside the patient's groin and there was no anchor visible. That's when I asked the physician to take a contralateral angiogram and at that point, I assumed that the anchor was inside or halfway inside of the vessel. Unfortunately, because that anchor is radiopaque, we were unable to determine where the anchor was located. The anchor should not have been released because we never activated/rotated the blue deployment lever. No additional medical intervention was used. It was multiple balloon inflations and manual pressure. Once anesthesia wore off, the patient seemed stable. No hematoma and good distal pedal pulses."

Manufacturer narrative:
Qn#(B)(4). The customer returned one manta device. Signs of use were observed on the device in the form of blood particulates. The suture was visibly cut and the anchor, radiopaque lock, and collagen were not returned with the device. The blue lever on the device was not engaged. No other damage or defects were seen on the unit. A device history record review could not be performed as the lot number was unknown. The customer report that the anchor of the manta was released prior to engaging the blue lever was confirmed through investigation of the returned unit. Visual analysis revealed that the collagen, anchor, and radiopaque marker were missing from the returned unit despite the blue lever being in its original position. Additional information was requested. A response was received. Customer stated that they surpassed the deployment depth. Resistance was noted during retrieval. The customer reported that the anchor was left inside the patient. No clarification was provided if the anchor was lodged within the vessel or outside the vessel during withdrawal. The representative in the case observed the presence of suture near patients' groin that is indicative of the components pulled out the manta lumen during retrieval. It is unknown where the anchor got caught during the withdrawal of the device. The physician completed the procedure using a balloon(8x20 mm) and manual pressure. Based on the customer report and sample received, the root cause of this event cannot be determined. Teleflex will continue to monitor and trend for events of this nature.